Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, there was bleeding from the staple line, which required a re-operation of the patient in order to repair the bleeding site. They used the same product the whole operation. The condition of the patient immediately following the event was stable.